Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 8am. The cca was advised the patient manages her diabetes with lantus insulin (40 units) and apidra insulin (sliding scale). The patient continued to take her usual dose of medications. About 10 minutes after the alleged issue begun, the patient claimed she felt symptoms of sweaty, shaky and hot. The patient took a glucose tablet/ glucose gel as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries were recently replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.